Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient¿s heart rate dropped. The right ventricular (rv) lead had dislodged and the lead exhibited no capture and high thresholds. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.